Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. Upon inspection, the docker unit did not leak and internal components did not show any evidence that leaking had occurred. In addition, the flooring of the user facility did not show any evidence of flooding damage.

Event description:
It was reported that when emptying a waste removal unit, fluid from the docker leaked through to the floor below. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event. Attempts to obtain additional information from the user facility were unsuccessful.